Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Work order search, medical review. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - elevated iop in the presence of an optimally vaulting lens (icl) may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable) remaining viscoelastic, narrow angles, crowded anterior chamber etc. Pigment dispersion and iris atrophy may occur due to surgical pi, injury or trauma to the iris, inflammation (uveitis), high iop, idiopathic, etc. No conclusion can be drawn: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted an 11.5mm (B)(4) implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to elevated iop. The patient experienced pigment dispersion and iris atrophy. The icl was not exchanged for another lens. At the last post-op visit the patient's bcva was 20/23.